Manufacturer narrative:
(B)(4). The valve was returned unused to edwards lifesciences for evaluation. Visual inspection of the returned valve confirmed presence of hair-like particulate on one leaflet. Materials analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). Upon retrieval, the particulate split into two pieces, a brown hair-like fiber and a white hair-like fiber. The brown fiber results scan from ftir indicated an approximate match for zein-like material. The white fiber results scan from ftir indicated an approximate match for collagen-like material. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint revealed a routine non-conformance of ¿removable fibers¿ found on this valve. This routine defect was documented and repaired. After repair, the valve went through an additional inspection to ensure that the valve had no fibers/particulate on the valve. No ncr was generated as this is a routine defect. No other manufacturing issues related to particulate contamination was found on these work orders. Due to the observation of fiber contamination on the thv, standard operating procedures and ifus were reviewed for valve preparation and inspection steps. No IFU/training deficiencies were identified. A lot history review did not reveal any other additional complaints related to particulate contamination in the qms complaint system. Review of complaint history from may 2015 to may 2016 resulted in one complaint for contamination particulates on the sapien xt valve. There is no evidence that this returned complaint is related to this valve being evaluated, as it has a different type of potential contamination or particulate. A review of complaint history reveals that the occurrence rate for this complaint code for the sapien xt valve did not exceed the june 2016 control limits for this trend category. During manufacturing, multiple processes are in place to mitigate against the potential particulate or fibers on the valves. Sapien xt valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirement. All personnel working or entering in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During valve assembly, in process glutaraldehyde must be changed out daily, as the last assembly step is completed for each valve, to rinse off any potential loose particulates/sutures in the jar or valves. The use of cleanroom tape to wipe the removed/cut sutures at the work station is also emphasized. During manufacturing, sapien xt valves are 100% visually inspected under 8x magnification before holder and after holder visual inspection. These 100% visual inspections are conducted to identify the presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no foreign materials (e.g particulates, free sutures, debris) are present on the valves and inside the jars visible to the unaided eye. During product evaluation, engineering confirmed the presence of a brown fiber on 1 cusp of the valve. Upon retrieval, the brown fiber split into two pieces, a brown hair-like fiber and a white hair-like fiber. The ftir analysis confirmed the brown fiber as zein-like material and the white fiber as collagen-like material. A manufacturing process walkthrough was performed to determine if a particular manufacturing station or equipment could have contributed to these complaints of contamination/particulates. Engineering confirmed that the cleanroom where sapien xt valves are manufactured is free of zein-like material. Engineering confirmed that the collagen-like fiber could be a hair fiber. Collagen is found in various connective tissues. The source of the white hair fiber could not be determined, however it is possible that it could originate from human debris or personnel¿s clothing during handling in manufacturing. There are manufacturing mitigations in place throughout the process to assure against potential fibers on the valves. Review of manufacturing processes noted that there are multiple 100% visual inspections to ensure that the valves are free from particulate material prior to packaging. Therefore, it cannot be concluded that the source of the particulates are from the cleanroom manufacturing environment as this material may have been present in the operating room environment. A CAPA was previously initiated to address similar particulate issues. As part of the implementation phase of the CAPA, multiple corrective actions were completed. The thv valve from this complaint was manufactured starting on november 14, 2014 which is before the completed implementation of these action items. As previously stated, the evaluation of this complaint provided no evidence that the particulate came from the manufacturing process at edwards lifesciences. The complaint being evaluated in this memo was manufactured during the implementation of the aforementioned corrective/preventative actions. As the potential for a manufacturing issue may exist, awareness training was performed with the final packaging inspectors on 06/17/16-06/22/16. As no manufacturing non-conformances were identified in the DHR and lot history review, and no labeling, training, or IFU deficiencies were identified, no product risk assessment (pra) is required. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample, and there is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
While cutting out a 26mm sapien xt valve and during the initial rinsing, a ¿hair¿ was observed on one of the leaflets. The valve was not used on the patient.